Manufacturer narrative:
H6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of footswitch malfunction could not be reproduced. Product passed functional testing and 2 hour burn-in in enclosed test tower. Footswitch was recognized during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the dii controller did not recognize the footswitch when it was plugged in port a. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.